Event description:
It was reported that during dft testing, no high energy output for t-shock or defib energy was delivered. Battery and leads page showed last shock = 0 volts. Shock impedance was <20 ohms. The device was removed from service and subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this device event.

Event description:
It was reported that during dft testing, no high energy output for t-shock or defib energy was delivered. Battery and leads page showed last shock = 0 volts. Shock impedance was less than 20 ohms. The device was removed from service and subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this device event.

Manufacturer narrative:
This report is based solely on device return and analysis. Evaluation summary: preliminary analysis determined the device was charging properly, but did not deliver high voltage therapy. All pacing, sensing, and egm functions were normal, and there were no visible signs of electrical overstress or arcing. Further analysis of the high voltage delivery circuitry found damage to an integrated circuit. The point of the defect was traced to a device, which is used as a capacitor, in the circuit block. When this device was isolated from the other circuitry, it was found to have high current leakage. Additional evaluation determined the root cause was due to oxide damage. Other text : it was reported that during dft testing, no high energy output for t-shock or defib energy was delivered. Battery and leads page showed last shock = 0 volts. Shock impedance was less than 20 ohms. The device was removed from service and subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this device event. Electrical tests performed. Mechanical tests performed. Visual examination actual device involved in incident was evaluated. Component/subassembly failure. (Integrated circuit) device was out of specification in a manner that relates to event. Output, none, impedance, low.